Event description:
It was reported the patient was admitted to the hospital presenting with febrile symptoms. An echocardiogram confirmed presence of vegetation on the lead. The device and leads were removed and found to have vegetation particularly in the coil of the right ventricular lead. It was further reported that both leads grew bacteria. The atrial lead had (B)(6) and the ventricular lead had (B)(6). The patient was diagnosed with bacterial endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.